Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on 12/17/2019 at approximately 8:58 am. The patient was in the hospital at the time of passing. It was reported that the patient was transferred from oncology to ccu at the patient was coding in ventricular tachycardia. It was reported that the nursing staff performed resuscitation efforts and that the device did not alarm until the nurse took the lifevest off of the patient. Review of the download data, indicates the patient received one shock in response to vt below the physician prescribed treatment threshold and three shocks in response to CPR/motion artifact. The device properly detected an arrhythmia at 07:53:24, while the patient was in vt at 150 bpm. The patient received the first treatment at 07:54:59 while the patient was in vt from 120-140 bpm with CPR/motion artifact. The patient's post-shock rhythm was a sinus rhythm at 55 bpm with motion artifact. The patient received three more treatments at 07:59:02, 07:59:34, and 08:00:03, while the patient's rhythm was being obscured by CPR/motion artifact. The patient's post shock rhythm for the three treatments was obscured by CPR/motion artifact. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2019 at approximately 8:58 am.